Event description:
It was reported that the patient presented to the hospital experiencing nerve stimulation. X-ray revealed lead dislodgement. The lead was successfully repositioned. The patient condition is stable.

Manufacturer narrative:
(B)(4).